Event description:
In early 2006, it was reported to boston scientific corporation, that a esophagogastroduodenoscopy (egd) using a hemostatic clipping device occurred eight days prior. According to the complainant, during a second clipping attempt, the clip misfired, deploying prematurely. The case was completed with another hemostatic clipping device. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.